Manufacturer narrative:
This report is being submitted for additional information provided by the customer. It was further reported, channel checks were performed to test for carbohydrates, blood and protein after manual cleaning. The scope was not ethylene oxide (eto) sterilized. The scope was reprocessed on 25-nov-2022. There was a delay to pre-cleaning after the procedure. There were no abnormalities with the reprocessing accessories. Manual cleaning was not performed within an hour after the procedure and presoaking was not completed. The detergent used was bioclean. The instrument/suction channel, balloon channel, air/water/suction/biopsy valve was brushed. The last reprocessing in-service conducted by an olympus endoscope support specialist (ess) was on 14-nov-2022. There was no change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. The endoscope was stored in a heap filtered air cabinet. The site used an automatic endoscope reprocessor (serial no. (B)(4)). The disinfectant used was acecide. All channels were connected with cleaning tubes when the endoscope was connected to the aer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and the onsite reprocessing evaluation performed by the olympus endoscopy support specialist (ess). The device was returned to olympus for evaluation. A visual inspection was performed and the distal end channel opening as well as the biopsy port were both free of residue and any foreign material. An olympus brush (bw-20t) was inserted down the biopsy port through the channel and out the distal end; no foreign material was observed exiting the scope. The videoscope was connected to a pressurized airline and submerged into a tube of water. Water was flushed through the biopsy channel, without any leaks detected. When the scope was removed from the water, the water basin was clear and free of any debris. In addition, an olympus borescope was ran down the channel; no foreign material was found however, multiple stains are observed throughout the channel. Additionally, there was worn glue around the objective lens, cracks on the bending section cover adhesive, which were noted on both the insertion tube and distal end sides of the bending section cover. An olympus ess visited the customer onsite to observe onsite reprocessing practices. The ess observed the personnel connecting the mb-155 to the scope, turn on the mu-1 and then plugged the mb-155 into the mu-1. The scope was then completely submerged in the water and the scope knobs were angulated. The scope was then removed from the water and properly disconnected. The scope was properly leak tested as well. The customer then placed the scope into detergent and wiped all external surfaces of the scope with a sponge. The scope was brushed using the bw-412t. The user first tried to take the channel brush through the suction port but the ess stopped the user and instructing the user that they are not supposed to take the channel brush through the suction port. The user then used the channel brush and went through the suction cylinder straight across until the brush exits the suction port. User then placed the channel brush at a 45-degree angle through the suction cylinder until the brush exits the distal tip. The scope was brushed with the channel opening brush in the suction cylinder and instrument channel port. After the brushing was finished, the user suctioned the scope for 30 seconds then let the scope soak for two minutes per hospital policy. The user stated that the suction and soaking was per their hospital policy. When the user was placing the scope in the oer-pro, the user incorrectly placed the scope in the oer-pro by placing the universal cord an and insertion tube both in the middle part of the tray where only the universal cord was supposed to lay. The user tested the chemical using the acecide-c test strip in which ended up failing. Then it was noticed that bottle expired on 06/30/2022 but the acecide-c test strip bottle had on it that the customer had opened it on 9/28/22 and it was good until 10/28/22. While ess, the test was redone using non-expired test strips. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation was unable to determine the cause of the device testing positive for microbial contamination. The instructions for use (IFU) addresses this failure. IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The company representative visited the facility, observed the reprocessing techniques and set up education sessions. The customer informed that the operating room (or) will no longer reprocess the scopes. The endoscopy department will do so until all trainings and competency checks were completed. Follow up in progress to obtain additional information regarding reprocessing techniques followed by the site. The suspect device has been returned to olympus for evaluation. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The scope belonged to the operating room (or). The scope was used on a four patients for colon procedure after a negative culture. The subject device was cultured and the instrument channel tested positive for methicillin-resistant staphylococcus aureus (mrsa). The scope was held in quarantine. After reprocessing, the scope was recultured and there was no detection of microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.